Event description:
It was reported that the insulin pump alarmed motor error before the insulin pump shut off and will not turn back on. The motor error occured during the basal procedure. The blood glucose reading was 148 mg/dl. No significant events leading to the alarm were observed. The customer states that they are unable to complete the rewind sequence. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and a cracked case near the display window corners. No blank display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.